Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the insulin pump had history anomaly. Customer stated that he gave himself bolus during the day and it did not record in the history. No blood glucose reading provided. Customer stated just bolus a couple of units due to he ate and checked bolus history and showed the most recent bolus. Customer stated he might have missed it. Customer will monitor the insulin pump. No further information provided.